Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient also had an implanted pump with fentanyl, bupivacaine, and morphine. It was reported that in 2015, the year that the patient¿s pump system was implanted, the ¿pain receptor¿ device high up on their left hand side did not work properly. The patient thought this was their implantable neurostimulator (ins). The location of this device was reported to be above their shoulder cavity. ¿they put another pain receptor device in but it did not work properly.¿ it was reported that this device was left in and the health care provider (hcp) did not want to remove it. Per the consumer, the hcp did not want to mess with the primary leads because it might cause problems with the patient¿s heart. No further complications were reported.